Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope forceps section rubber rotation had the rubber bonding falling off. The event occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. Updated fields: d8, g3, h3, h6, h11. Corrected fields: e1- address 1, e1 - address 2, e1 - city. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause of the event could not be identified. However, reasonably known information suggests probable cause was due to damage of parts due to degradation and some kind of physical stress. Component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.